Event description:
It was reported that an asymptomatic patient presented via merlin.net transmission with an alert of backupvvi. The patient was brought into clinic. It was noted that the date of backupvvi aligned with an in-clinic check, during which the cybersecurity upgrade was attempted. The pacemaker was reprogrammed to its original settings by downloading previous firmware. The patient did not experience any symptoms from bvvi pacing.